Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The break in aseptic technique was further described as due to poor hand washing. It was not reported if the patient was hospitalized for the peritonitis event. No further information was reported regarding, treatment, outcome, and whether pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The previously reported peritonitis occurred while performing continuous ambulatory peritoneal dialysis (capd) therapy. The previously reported peritonitis was manifested by abdominal pain and cloudy effluent. Beginning on the day of onset, the patient was treated with vancomycin (1.5 grams five in five days, intraperitoneally, for fifteen days) and ceftazidime (1 gram per day, intraperitoneally, for fifteen days) for the previously reported peritonitis. Extraneal and physioneal therapies were ongoing. The patient was recovered from the previously reported peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.